Manufacturer narrative:
(B)(4). Patient age: over 18 years old. (B)(4).

Manufacturer narrative:
Device evaluated by MFR:the hypotube shaft was completely separated 74cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no damage or irregularities to the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. After opening a 2.50mm x 20mm emerge balloon catheter, the physician attempted to advance the catheter inside of the vessel, however it was noted that the vessel was too tight. The physician attempted to advance the catheter again but the shaft broke. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that a shaft break occurred. After opening a 2.50mm x 20mm emerge balloon catheter, the physician attempted to advance the catheter inside of the vessel, however it was noted that the vessel was too tight. The physician attempted to advance the catheter again but the shaft broke. No patient complications were reported and the patient's status is stable.